Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air gaps were observed in the tubing. The customer's blood glucose level was over 400 mg/dl. The customer successfully primed the air gaps out of the tubing and resumed insulin delivery.